Manufacturer narrative:
All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 240 units were produced under this lot number with no associated recorded process deviations relating to the reported failure.

Manufacturer narrative:
This supplemental report is being submitted to correct section b1.

Manufacturer narrative:
The needle was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. If additional information becomes available a supplemental report will be filed accordingly.

Event description:
The service center was informed that during a diagnostic endobronchial ultrasound (ebus) procedure, the needle was used a few times and broke in the scope while inside the patient. The device fragment was removed successfully. The procedure was completed with a similar device. The procedure was not prolonged. There was no bleeding or patient harm reported.